Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with non-medtronic 6fr sheath and 300 guidewire during procedure to treat a severely calcified lesion in the right distal superficial femoral artery (sfa) with 99% stenosis. The vessel was little calcified. The vessel diameter and lesion length are 5mm and 100mm respectively. The vessel was pre and post dilated. IFU was followed. It was reported that tip detachment occurred with tip separated from the hinge pin. There was neither guidewire prolapse nor embolization during procedure. Physician did last pass with hawkone-m; went in 3 times total with about 12 passes. When pulling device back to sheath, noticed tip came loose, had to use snare to get out. 100 percent of product removed from patient with physician and clinical working together. Shot last angio to confirm tip was out and physician pulled sheath and closed. No further injury reported.

Manufacturer narrative:
Image analysis the customer returned three images. The images show a detached tip in a snare device and that the tip detached adjacent to the anchor pockets. Product analysis a visual inspection showed that the tip detached adjacent to the anchor pockets, not at the hinge pins as reported, (photo 5) and that the detached tip is full of biologics medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.